Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the incident involved a female pt, small in stature. While in the operating room, the intra-aortic balloon (iab) was inserted. Insertion was difficult due to very tortuous vessels. Pump alarmed "high pressure" at 0400. Blood was in gas line at 0500. Iab was removed & another iab was noted inserted due to pt's poor circulation and tortuous vessels. Per registered nurse (rn) assigned to pt "there are no strips from the pump." Rn also stated she "finds it interesting that there was no gas loss alarm, unless it sealed itself off right away." She also stated that "there was a fair bit of blood in the tubing when they removed it. They did flush tubing with saline after iab was removed, because they wanted to find the leak in the iab." Another rn, who was looking after pt during assigned rn's break, stated that "there were other high pressure alarms and two "kinked catheter" alarms. However, rn who was assigned to pt did not "see those two alarms." The sales representative stated she informed staff about "process" in dealing with a possible rupture.